Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was evaluated. Visual inspection was performed, and no damage or abnormalities were identified. Mechanical testing was conducted, during which the needle successfully retracted and deployed, and all buttons functioned as intended. Functional testing was also performed. The device successfully completed prime, pretreatment, and five full treatments without any issues or error codes. Based on the evaluation performed, the reported allegation that the device displayed error 241 (high water pressure - prime) could not be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that, during device preparation, error code 241 (high water pressure - priming) occurred and the procedure was discontinued. The delivery device was re-connected and room-temperature water for injection was replenished; however, error code 241 reoccurred during the second priming. The physician determined that a generator restart was required, and the procedure was resumed using a delivery device from a different lot. After setting the device to the ready state and completing six shots on the left lobe, error code 290 (high temperature - idling) occurred just before firing on the right lobe. No additional delivery devices were available, and the physician elected not to proceed. The procedure was not completed due to these events. No patient complications were reported. This regulatory report refers to the first device and is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that, during device preparation, error code 241 (high water pressure - priming) occurred and the procedure was discontinued. The delivery device was re-connected and room-temperature water for injection was replenished; however, error code 241 reoccurred during the second priming. The physician determined that a generator restart was required, and the procedure was resumed using a delivery device from a different lot. After setting the device to the ready state and completing six shots on the left lobe, error code 290 (high temperature - idling) occurred just before firing on the right lobe. No additional delivery devices were available, and the physician elected not to proceed. The procedure was not completed due to these events. No patient complications were reported. This regulatory report refers to the first device and is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.